Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: an inter-medullary fixation (imf)-screw neck broke during the tightening phase of an intra-maxillary locking procedure for osteosynthesis mandibular condyle fracture. The procedure was completed by placing a second screw proximally. All broken off pieces were removed from the patient. No consequences for the patient. The surgery was prolonged about 15 minutes. There is no further information at this time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device broke intra-operatively. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review -- manufacturing location: (B)(6). Manufacturing date: 23. Jan. 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient gender is unknown. Product investigation summary: the investigation shows that the product in question is broken off at the shaft. The threaded part of the broken piece is badly damaged. Also, some scratches and signs of wear/tear at the cruciform of the screw head recess were found. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition issue. The exact cause of this occurrence cannot be definitively determined as no detailed clinical information was provided. Due to the damage and the wear and tear signs, it is likely that a mechanical overload situation during use led to the complained issue. The microscopic view of the broken surface shows a homogenous surface, which at indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on these results, the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.